Manufacturer narrative:
Describe event or problem updated and corrected. (B)(4).

Event description:
It was further reported that the target lesion was extremely atherosclerotic. The balloon was inflated once and below the maximum pressure and not higher as what was initially reported. The device was completely removed. No further patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: the complaint device was not received for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the highly calcified iliac artery. A wanda balloon catheter was advanced for dilatation however, the plaque and calcification were not removed. The balloon was then inflated higher than the rated burst pressure (rbp) however, the balloon ruptured. The device was removed and procedure was not completed. Patient's status was stable and was then transferred to the intensive care unit due to other diseases.